Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during intra-aortic balloon (iab) therapy that a recurrent gas loss alarm was observed. No harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. A nurse contacted the emergency support line regarding a recurring gas loss alarm on the pump, she had been troubleshooting the issue and followed the help screen guidance. The alarm occurred three times over five hours during her current shift. During troubleshooting, it was suggested that if the alarm frequency increased, a pump replacement might be necessary. Shortly after the call, (B)(6) texted to confirm the pump had been switched out, and the gas loss alarm did not show. Despite appropriate troubleshooting and adherence to guidance, the recurring gas loss alarm resolved only after the pump was replaced. Based on the description, it is determined that there was no malfunction of the iab; rather, the issue was found to be with the pump and the customer required assistance to navigate the proper use of the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a